Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, ¿wear and or deformation of articulating surfaces.¿

Event description:
It was reported patient underwent a total hip arthroplasty on an unknown date around year 2000. Subsequently, a revision procedure was performed on (B)(6) 2015 due to wear. The modular head polyethylene liner were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4)